Manufacturer narrative:
Correction: incorrect serial number: the device serial number was inadvertently documented as (B)(4) in the initial report. The correct serial number was (B)(4). If additional information becomes available, a supplemental medwatch will be submitted accordingly. Device evaluation: the actual device was returned for evaluation; however, it was determined that based on the received condition of the product, an evaluation could not be performed. Therefore the complaint could not be confirmed and an assignable root cause was not determined. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the double air hose device burst before use and had an intense noise. It was not reported if there were any delays in the surgical procedure or if a spare device was available. There was patient involvement reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.